Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic lobectomy, the staples on one staple line were unformed at the second firing, and oozing occurred. The device was used on the pulmonary vein. The amount of the oozing was unknown. No blood transfusion was required. Tachocomb was attached and the astriction was performed to stop the oozing. The surgeon paid attention not to apply the extra tension on the tissue at the firing. The deployed staples were formed as intended at the first firing, but the motor sound was lower than usual. Stapling was "formed b" and stuck vertically to the cut line. The patient is stable. Another competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).batch # t5cu45. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with two reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Reload b: t5a89g, fully fired. Reload c: t5af4h, fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.